Event description:
As reported, during a procedure, the sorbafix enhanced fixation device was fixate used to fixate the soft mesh. It was reported that when fixating to cooper's ligament, first fastener was ejected with the head of the fastener detached and could not be secured through the mesh and when the second shot was tacked, the fastener was ejected with the head of the first shot attached to the end of the second fastener and could not be tacked. As reported that after the third shot, the fastener was ejected without any problem. As reported that the fasteners were successfully fixated into the mesh and there were no loose fasteners inside the patient's body. There was no patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device deployed broken fastener. Photo provided finds a loose fastener that has not fixated to the mesh and a loose fastener on top of the implanted mesh. The fasteners do not appear to be broken. Based on the information provided, the broken fasteners presenting in use are a known result of forces applied while deploying into hard structures such as the cooper¿s ligament as reported. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The IFU states "carefully inspect the area in the vicinity of the tissue being fastened to avoid inadvertent penetration of underlying structures such as nerves, vessels, viscera or bone. Use of the sorbafix absorbable fixation system in the close vicinity of such underlying structures is contraindicated" and "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device." Note, the date of event (27-jun-2024) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.